Event description:
In (B)(6) 2018, had a right knee patellofemoral arthoplasty by arthex installed at (B)(6) hospital (on (B)(6) 2024 walking up the stairs and knees gives completely out but prior to the knee going I was feeling pain mostly during bedtime very restfully nights.